Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urge incontinence and urinary/bowel dysfunction. It was reported that the device was not working right. The patient said they were getting a 50% reduction in symptoms but then said for the last 2-3 days they had been having retention. The agent reviewed how to increase stimulation. The patient was able to increase stimulation to a comfortable level

Manufacturer narrative:
B2: retention b3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated the therapy still didn't seem to be working as well for their symptoms as it should so they requested assistance in increasing the stimulation again. The patient stated they'd met with a manufacturer representative (rep) about two weeks ago and they had been on program 4 at the time, and the rep told them they should go back down to a lower program number because sometimes they just needed to start over so the patient was slowly increasing the stimulation now on program 2. The patient stated this rep worked with another rep but the other rep was busy so that's why the patient had met with the other rep. The patient was guided through connecting to their implant settings. The patient increased the stimulation to a level where they could feel it. The patient was going to monitor their symptoms now that a change had been made and would potentially call back in the future for further assistance if needed.